Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0vhyy, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient stated that while stimulation was on she was having trouble going to the bathroom. The device was implanted because she wasn't emptying her bladder. The patient also said she hasn't been feeling well. The patient has been nauseated, hasn't felt like doing anything, has to force herself to eat and has lost weight not in (B)(6) 2015. Additional information received from the patient reported that surgery occurred on (B)(6) 2015. Itching and rash were caused by the antibiotics given during surgery. Prilosec, culturelle, and miralax were prescribed for nausea and upset stomach around (B)(6) 2015. Librax was also given. The trouble going to the bathroom and nausea were resolved. Relevant medical history included bowel dysfuntion/sacral nerve stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.